Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device would not staple at half round. No pt consequence reported. Device will be returned.